Manufacturer narrative:
(B)(4). No related complaint received with return of device failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. An abrasion breaching the other insulation was noted at 34.8 cm to 34.9 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
This reported is to advise of an event observed during analysis.